Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that a 6r procedural sheath was used, however they closed with an 8fr angio-seal. Blood observed, they held back pressure, then held manual pressure. A pulse was not felt so an ultrasound was performed, and they saw thrombosis and/or the angio-seal in the vessel. Vascular surgeon was consulted and performed open repair. The angio-seal footplate was removed and the patient was stable. The procedure performed prior to the use of the angio-seal was an embolization.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The angio-seal device was not returned for analysis; therefore, a definitive root cause could not be determined. The angio-seal device was deployed, and a complication occurred post-deployment. Intervention was performed and the components were removed. Sufficient details regarding the harm and the adverse event were not provided, and a cause for the event was unable to be identified based on the available information. The device history record was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).